Event description:
It was reported that the ilet displayed ¿dosing stopped¿connect cgm or enter bg,¿ and the user called for clarification. The agent explained that dosing would resume after entering a new continuous glucose monitor (cgm) code or a fingerstick value. The user stated they could not fingerstick but did not feel high. No reported clinical signs, though blood glucose could not be confirmed due to lack of glucometer. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as not comprehending that the ilet had stopped dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.